Event description:
It was reported that the event involved a patient diagnosed with unstable angina. While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath. As the md was inserting the iab through the sheath, the iab began to unwrap. As a result, the iab was not used. Another kit was used to complete the insertion. There were no reported patient complications. Further information has been requested.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.